Manufacturer narrative:
Additional information is being sought from the local representative to obtain the implant date of the associated device. This report will be updated once additional information is obtained.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ectopy beats resulting in pacing inhibition. Device data was sent to rhythm care for review. Rhythm care then discussed programming and troubleshooting options. This device remains in service. No adverse patient effects were reported.